Manufacturer narrative:
The device was not returned at the time of this report. A follow-up with the investigation results will be submitted after the sample is received.

Event description:
The complaint is reported as: "the joint between the valve and the resuscitator body is not the proper one, and in the moment to make the pressure to send the flow to the patient the valve is loose from the connection." The issues was detected during incoming inspection.